Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 369 mg/dl. The customer had been vomiting as well. The customer stated that she had been getting no delivery alarms prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. The tubing clamp was shipped to the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.